Event description:
The account alleged the bed exit will not set. No injury reported.

Manufacturer narrative:
The technician found the scale needed to be zeroed. The technician zeroed the scale to resolve the issue.